Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer was instructed to leave pump plugged into a power source; additionally, customer declined a follow up, so no additional information was obtain.